Manufacturer narrative:
Additional information was received from the field representative that this left ventricular (lv) lead dislodged during a revision procedure. It was also noted the the lv lead exhibited intermittent loss of capture. At this time no adverse patient effects were reported and a new lv lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure, both leads were confirmed dislodged. The right atrial and left ventricle (rv;lv) leads were successfully revised due to dislodgement. A new lv lead was successfully implanted and the ra lead remain implanted in the patient. No adverse patient effects reported. The investigation is complete at this time.